Event description:
It was reported that the patient presented in the clinic after receiving inappropriate atp therapy for sinus tachycardia. Programming changes were made to update the patient morphology template. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.